Event description:
Additional information from the physician/author stated that medtronic product did not cause or contribute to the observed deaths or any other adverse patient effects, and that no explanted devices were available for return.

Manufacturer narrative:
Title: simplici-t annuloplasty band for mitral valve repair for degenerative disease authors: tirone e. David, md, carolyn m. David, bn, and cedric manlhiot, ms citation: annals of thoracic surgery (2014) 98:1551¿6 (doi 10.1016/j.athoracsur.2014.06.016) earliest date of e-publish/publish used for event date: (B)(4).

Event description:
Medtronic received information via literature review that a study was performed to evaluate using the simplici-t annuloplasty band for mitral valve repair. All data were collected from a single center between 2005 and 2010. The study population included 337 patients (predominantly male with a mean age of (B)(6), all of which were implanted with this device (serial numbers not provided). Adverse events that led to reoperation included; mitral stenosis caused by pannus, bleeding, cardiac tamponade and cardiac arrest. Other adverse events included, cerebral vascular accident (cva) and permanent pacemaker implant due to atrial fibrillation (afib). No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.